Manufacturer narrative:
No additional information is forthcoming. Good faith efforts were performed and were unsuccessful. The device will not be returned for evaluation. Reference complaint #: (B)(4).

Event description:
Intuvie received a report from the customer indicating that pumps recently serviced were infusing 6 to 10 minutes faster than expected. Follow-up information from the customer indicated that the issue occurred during administration of various medications, including kisunla, leqembi, skyrizi, and ivig. Reported infusion volumes ranged from 50 ml to 250 ml, with infusion durations ranging from 30 minutes to 2 hours. The customer further reported that the pump¿s displayed volume remaining did not always correspond with the actual fluid remaining in the administration line. For example, the pump may indicate that 10 ml remains to be infused when the administration line is already dry. No patient harm was reported.

Manufacturer narrative:
A review of the device¿s serial number history did not identify any prior similar complaints. The pump has not yet been returned for evaluation. Therefore, the alleged device failure could not be confirmed, and the probable cause remains undetermined. A CAPA has been initiated to investigate the failure. Reference to complaint # (B)(4).